Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and inflammation/irritation was received on (B)(6)2023, with lot number 1171654. Based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.

Event description:
Physician reported rupture. Physician later reported "right periprotesic capsular presents fibrotic wall with foreign material type silicone and high inflammatory reaction xantomatosic to foreign body". This relates to the right side. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "periprosthetic capsule presents fibrotic wall with foreign material type silicone and high inflammatory reaction xanthomatosic to foreign body.¿ device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture. This relates to the right side. Device has been explanted and replaced with a non-allergan device.